Manufacturer narrative:
No conclusion code available. Functional testing of the returned generator confirmed the device operated as intended. Review of the returned log files revealed a lag processing error consistent with the reported high impedance error. Based on the information provided to abbott, and the investigation performed, the cause for the reported error messages is due to a software anomaly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure, the generator stopped working during ablation which resulted in the cancellation of the procedure. After four ablations had been performed, the generator displayed an impedance of 999 and an impedance out of range error. The catheter, grounding pads, and connecting cables were replaced with no resolution. The procedure was cancelled due to the issue and there were no adverse consequences to the patient.